Event description:
On (B)(6) 2012, the patient claimed that she had high blood glucose and symptoms described as "headache and thirsty" at 1 pm. She was able to administer self treatment with 30 units of novolog at 1 pm and 15 units at 5 pm. At around 8:15 pm, her blood glucose was at 396 mg/dl and was no longer feeling thirsty; however, she still had a headache. On the day of concern, the patient was not able to prime the animas insulin pump. The patient indicated she had changed the entire site and set twice and the patient is unable to be primed. During troubleshooting, the animas representative walked the patient through a successful prime. The issue was resolved with training. It was discovered the issue was a use error as the patient let go of the ok button before the prime step was completed. This is being reported due to use error and because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.